Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. The instrument was used on the dv5. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product, or other factors not directly related to the device.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer extend instrument stopped coagulating & cutting. No sounds at end of coagulation. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the procedure was an appy with a bilateral oophorectomy and left salpingectomy. The instrument was reportedly inspected prior to use, and no issues were noted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 08/28/2025, the following additional information was obtained: the instrument was inspected prior to use with nothing noted out of the ordinary. The vessel sealer was able to clamp but said the tissue was too thick to seal. The vessel sealer worked on other tissue. Unsure about tones being heard. No tissue was cut that was not fully sealed. The target tissue was not under tension during the sealing/cutting process. The vessel was probably greater than 7mm in diameter. Unsure as to evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. Unsure if the jaws made contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected additional bleeding was experienced. Surgeon believes the tissue was too thick. Unsure if the instrument was available for analysis. Unsure if there were photos or videos available for review. Not sure what the sequence number is.